Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre reader would power on with a button press but not test strip insertion. As a result of not being able to obtain glucose readings, the customer experienced temporary blindness, convulsion, and a loss of consciousness. The customer had contact with a healthcare professional who obtained a blood glucose of 55 mg/dl and administered orange juice, and food for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader(B)(6) has been returned and investigated. Visual inspection of the returned reader was performed and no issues were observed. The reader powered on with button and with insertion of the strips. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre reader would power on with a button press but not test strip insertion. As a result of not being able to obtain glucose readings, the customer experienced temporary blindness, convulsion, and a loss of consciousness. The customer had contact with a healthcare professional who obtained a blood glucose of 55 mg/dl and administered orange juice, and food for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.